Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top of case is cracked by front right corner. No damage on bottom case or plunger case. Unable to duplicate all the customer reported problem. Base hardware failure was found in event history log. The root cause of the reported issue was determined to have been caused by base hardware failure actions taken to mitigate the reported issue: replaced interconnect board and battery for preventive maintenance. Performed power up process and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that battery communication error event occurred. No patient injury reported.